Manufacturer narrative:
The pump received with operating currents within spec. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. There was no motor error alarms noted. The pump was unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. No cosmetic damage noted. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor error. No further information provided.